Manufacturer narrative:
The customer¿s report that a secondary infusion of vancomycin infused faster than expected was neither confirmed nor replicated. The pcu event log shows that at 7:37 pm on (B)(6) 2016, a secondary infusion of vancomycin 1000mg/250ml was programmed for a rate of 250ml/hr and vtbi of 250ml, to infuse over 1 hour. The duration was changed to 2 hours, which made the rate 125ml/hr. Just over thirty minutes later, the infusion was paused and then stopped and the primary infusion was started. There were no alarms prior to pausing the secondary infusion. Functional testing found the pump module to be delivering fluid within specification. There were no leaks, backflow, or other anomalies observed with the primary or secondary set. The root cause of the secondary infusing faster than expected was not determined.

Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, (B)(4), lot y211813, exp mar 18m sodium chloride injection; 250ml baxter bag, (B)(4), lot y209361, exp feb 18, sodium chloride injection and 1g vial of vancomycin, (B)(4), lot 2827167, exp 05/2018 attached to a bag access; therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted with results when the investigation is complete.

Event description:
The customer reported that a secondary of vancomycin 1000mg/250ml ns which was programmed to infuse at 250ml/hour infused within 30 minutes. The patient received "extra monitoring" due to a rash; although the patient was noted to have a rash prior to the event, it extended beyond the original area after the event occurred. The physician ordered benadryl 25mg to be given every 6 hours when needed, and the patient received 4 doses. A routine trough lab was drawn on (B)(6) 2016 @ 16:30, results are not known.